Event description:
The recipient reportedly experienced decreased performance. A review of the recipient's test data indicated impedance issues. Programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Corrected information: section h.6. The recipient was re-implanted with another advanced bionics cochlear implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the silicone overmold on the top and bottom covers, as well as cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused the impedance value on a channel to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.